Manufacturer narrative:
The distributor provided support to the customer and it was recommended to replace the ventilator interface board. No report of patient involvement. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction which may result in a loss of mechanical ventilation. There was no report of patient involvement.